Event description:
It was reported that upon arrival to the emergency department, a patient was in and out of ventricular tachycardia storm. The patient was shocked 12 times total. The plan was for an impella 5.5 as a bridge to ablation. Post procedure, multiple false impella in aorta alarms were noted. Placement was verified by transesophageal echocardiogram. Placement monitoring alarm was disabled by the perfusionist. Upon arriving to coronary care unit, it was noted that the left ventricle (lv) and aorta (ao) were missing. Flows were appropriate for p-level as well as appropriate motor current. Placement signal (ps) waveform spontaneously returned, immediately followed by a controller error alarm. Automated impella controller (aic) to aic transfer was completed by perfusion. Ao ps artifact was still present but not alarming. About 10 minutes after aic to aic transfer, the ao/lv ps returned and correlated to the patients a-line. Care was withdrawn and the patient expired. This report is one of two related reports. The is report is for the aic and an additional report will be sent for the impella 5.5 (serial number 634688). Refer to section h10 for the related report number.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation is still ongoing.